Event description:
Acanthamoeba keratitis infection in left eye of contact lens wearer, leading to keratoplasty -corneal transplant-. From late 2005 onwards, regular post-surgical follow-up at eye & ear infirmary, by two professors. Contact lens solution: amo moistureloc all-in-one solution -purchased- contact lens: j&j acuvue 2 -purchased - acanthamoeba infection occurred in another country in 2005. Initial -mis-diagnosis at another country hosp by professor was for herpetic keratitis. After one month, treatment was pursued at ophthalmology center in another country by dr and professor. Acanthamoeba keratitis diagnosis occurred one month later, 6 weeks after start of infection. Acanthamoeba keratitis treatment unsuccessful after 2 months, requiring keratoplasty -corneal transplant- two months later, 3.5 months after start of infection. Used 4 months.